Event description:
The customer reported that they rec'd an invalid input communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss communication occurred. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.